Event description:
It was reported that the customer experienced intermittent insulin cartridge leakage during use, and education was provided on proper handling, including withdrawing air before filling, avoiding overfilling, and discarding the cartridge if the plunger extends from the bottom. Investigation of this case revealed no device malfunction confirmed and suggested user technique as a likely contributor to leakage during cartridge preparation or handling. Symptoms included no reported adverse clinical effects. Outcomes included no need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was probable user handling.